Manufacturer narrative:
Pending investigation. Concomitant medical products: 7292934 - 200-02-29 - three peg patella 29mm.

Event description:
As reported, the patient had an initial left tka in (B)(6)2022. In light of unforeseen complications associated with the knee prosthesis, the surgeon deemed it necessary to perform revision surgery on (B)(6)-2023. It was identified that there was mobilization of the tibia, accompanied by abnormal wear of the polyethylene component. The patient underwent a total knee revision and a non-exactech prosthesis was implanted. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d4: UDI #. The following sections were corrected: g2, h6 clinical code, component code, investigation findings, and investigation conclusions.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear and an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and tibial loosening could not be determined as the devices were not returned for evaluation, and images were not provided. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable; 734, bearings.